Event description:
We received a complaint about the cage scarlet al-t (B)(4) from france. According to the information we received, the patient underwent the first intervention on (B)(6) 2024 with the insertion of the cage, stabilised by three screws. In (B)(6) 2025, the surgeon observed pseudarthrosis with screw backtracking. At the patient's request, he decided to reoperate. During the operation, he noticed that the anti-backout system had tilted. He removed the screw in question and repositioned the camlocker. The other two screws were in the correct position and the cage was not moving, so he decided to leave them in place. Three months after the second operation, he performed a post-operative CT scan and found that the other two screws had moved backwards as the camlockers were unlocked. No other surgery has been planned.

Event description:
We received a complaint about the cage scarlet al-t (cpt-4077) from france. According to the information we received, the patient underwent the first intervention on (B)(6) 2024 with the insertion of the cage, stabilised by three screws. In (B)(6) 2025, the surgeon observed pseudarthrosis with one screw backout. At the patient's request, he decided to reoperate. During the operation, he noticed that the anti-backout system had tilted. He removed the screw in question and repositioned the camlocker. The other two screws were in the correct position and the cage was not moving, so he decided to leave them in place. Three months after the second operation, he performed a post-operative CT scan and found that the other two screws had moved backwards as the camlockers were unlocked. No other surgery has been planned.

Manufacturer narrative:
We asked for more post-operative images and the correct batch number of one of the screws to the reporter on (B)(6) 2025. We relanced on (B)(6) 2025. Unfortunately, we did not receive additional post-operative images and no further information. A meeting with the r&d department and the marketing department was organized to discuss this case on (B)(6) 2025. It is confirmed that the dynamometric handle at this hospital has been calibrated on time. As we did not receive sufficient information, no further investigation could be performed.